Event description:
Vessel sealer for da vinci robot was malfunctioning and displaying an error message on the console reading: "seal cycle malfunction." The equipment needed to be exchanged for a new device of the same type to continue with the operation. The surgery was delayed because of this issue.